Event description:
It was reported that during a spinal procedure, a bur broke while in use with the drill attachment. A bur fragment fell into the surgical site but was immediately retrieved by the surgeon, using forceps. No add'l medical intervention or treatment was administered to the pt, as a result of this incident. Backup equipment was used to complete the procedure, with no report of a delay. No pt or user injury was reported, and no other adverse consequences were alleged this event.

Manufacturer narrative:
The device was not rec'd by the MFR for an evaluation. A f/u report will be submitted if the product is returned, and if the investigation results require.